Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material was found in the air/water channel and auxiliary jet channel. This was likely the result of insufficient reprocessing/cleaning after the previous procedure. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the bending section cover (a-rubber) adhesive on the evis exera lll colonovideoscope was worn. The issue was observed during maintenance. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed that the air/water channel and auxiliary jet channel had foreign material present. This was attributed to insufficient cleaning or a result of insufficient reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to the air/water channels, the sub-water supply channel, and the air/water cylinders, but the foreign object could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Infection, and sterilization procedures. Olympus will continue to monitor field performance for this device.